Event description:
A discordant calcium result was generated on the dimension exl 200 instrument on one patient. The result was not released from the laboratory. The same sample was repeated two times and the repeated result was reported to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant calcium result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. After analyzing the data, the tsc determined that the cause of the discordant calcium result was unknown. The tsc determined that there was no instrument malfunction during the time of this event and that this was an isolated event. The instrument is performing within specifications. No further evaluation of the device is required.